Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins moved at some point and the patient started feeling stim at the pocket when the ins was on and off. Impedances were within normal range. A pocket revision was scheduled. The hcp thought the sensation at the pocket may have been related to the device having moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the pocket revision has yet to take place. They stated that the patient weight is unknown at this time. No further complications were reported or anticipated.